Event description:
The account alleged the brakes do not hold. No patient impact.

Manufacturer narrative:
The technician found all brake caster supports are cracked or broken. The technician replaced all brake caster supports to resolve the issue.